Event description:
The red end cap has both male and female fittings. Therefore the extension tubing may be attached to the end cap. The end cap is solid and does not allow flow. Thus if not removed, no flow to the patient will occur. During this event, the red cap was left on, and the extension set was attached to the cap, thus preventing flow to the patient. For some unknown reason, perhaps a leak, the pump did not alarm.